Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was not able to deliver insulin as insulin pump was stuck in prime. Customer's blood glucose was 505 mg/dl and continued to rise. Company representative activated emergency medical service. No further information provided.